Event description:
In 2002 the pride sonic scooter, model sc50, tipped over after hitting something in a restaurant. When the scooter tipped over it threw the reporter on the floor and they suffered a broken femur as well as soft tissue injuries. Reporter had a 1/2 hip replacement and was hospitalized. Reporter needs 24 hour home care plus therapy for the foreseeable future. Reporter is substantially more disabled than they were before the scooter crash. The scooter problem is that it is not as stable as it should be. It has single front wheel without auxiliary wheels on the sides for stability, such as on the revo unit manufactured by pride mobility or the rascal manufactured by electric mobility.